Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers 7.1 and 7.2 were not detected on the bus and there were no lights on the module controller or drawer controller. A field service engineer (fse) verified that drawer 7.1 was defective and replaced the drawer controller and module controller. The fse then inspected the retractor band cable, row board cable and pyxibus cable. Then fse verified using diagnostics that all the drawers functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6.1 and 6.2 was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.